Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported adhesive peeling off of the distal end light guide lid and the forceps lid is due to external force was exerted by strong rubbing or bumping on the area during transportation, storage, use, cleaning, etc. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The evaluation was unable to duplicate the water balloon could not inflate, however, the leak was confirmed as the objective lens adhesive at the distal end was chipped / leaking and the electrical connector lock pin was leaking due to a gap. Additionally, the adhesive from the light guide and forceps cover at the distal end was peeling. The bending section cover adhesive was cracked. The model name plate was missing. The device was repaired and returned to the customer. A review of the scope's repair history shows the scope was last repaired on october 14, 2020 due to a leak from the elevator control lever. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During reprocessing, the balloon reportedly does not inflate. The water leaks between the air/water nozzle and the light guide lens of the evis exera ii ultrasound gastro-video endoscope. No patient involvement was reported.